Event description:
This is a report of a patient who experienced peritonitis and passed away coincident with therapy for peritoneal dialysis. The event of peritonitis was complicated by diverticulosis. A bowel obstruction, and multiple bacteria/infections (not specified). The patient was hospitalized for the event and passed away eleven days later. Therapy was ongoing until the time of death. Treatment information was not reported. It was unknown if an autopsy was performed. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up report will be submitted.